Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that the device has a foreign material. A 6f guidezilla ii was selected for use. During preparation, it was observed that the extension guide catheter had a loose transparent film covering the catheter, which does not conform to the expected product integrity standard. The procedure was completed with another of the same device. No patient complications were reported.